Manufacturer narrative:
One image of the device was received,showing the luer, stent and distal tip of the device. The image shows deformation to the stent with struts raised. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one endeavor resolute rx drug eluting stent to treat a severely tortuous and moderately calcified lesion located in the mid lcx exhibiting 90% stenosis. The nature of the lesion was thrombus. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. It was reported that the device failed to cross the lesion. No patient injury is reported. It is reported that the event is not related to the product. Image of device provided shows stent deformation. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.